Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of dyspnea and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of worsening mr appears to be related to patient morphology/pathology (disease progression). In addition, the reported mitral stenosis was likely due to patient/procedural conditions, the implanted clip and disease progression. The reported dyspnea was likely a symptom/secondary effect of the mr and mitral stenosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. After the initial procedure, the pressure gradient was 7mmhg; however, the physician did not consider this mitral stenosis. One day post-procedure, the physician confirmed that the patient was stable. On (B)(6) 2017, the patient returned with dyspnea. Echocardiogram was performed and the mean pressure gradient had increased to 9mmhg, which the physician now considered mitral stenosis. The implanted clips were confirmed to be stable on the leaflets, and the mr had increased to 2 due to progression of disease. The patient was treated with medication, and is currently stable. No further treatment will be performed. No additional information was provided.